Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -10.50/1.0/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to significant reduction of irido-corneal angles and the problem resolved. Cause of event was unknown.